Event description:
It was reported that wire sheared off via voluntary medwatch mw5091859. A 180x35cm fathom -16 guidewire was selected for use. During the stent insertion to the right side nephroureteral, it was noted that a small fragment of the wire sheared off. The wire could not be retrieved from the collecting system. The fragment will be removed during a nephrolithotomy procedure. No patient complications were reported.